Event description:
It was reported that a patient began to feel stimulation down his arm and was feeling stimulation at different times following a motor vehicle accident in which he was a pedestrian and was struck by a car. The patient's device was set to send stimulation every 10 minutes, however, the patient reported feeling stimulation at 10 minutes, sometimes at 12 minutes, and other times at 14 minutes. The physician indicated that device diagnostics were performed and the results were within normal limits however, the exact results obtained were not provided. X-rays were taken and reviewed by the physician who stated no discontinuities were found. The patient was referred for generator revision surgery however, the erratic stimulation continued after the generator was replaced. The explanted generator has been returned to the manufacturer and device evaluation is in process. Good faith attempts to obtain additional information regarding the patient's events are currently being made.